Manufacturer narrative:
Root cause: according to the surgeon, the most likely root cause of the reported lens damage was due to a loading error of the iol injector.

Event description:
The physician reports performing cataract surgery with attempted implantation of a crystalens in the right eye using the ci-28 delivery device. During insertion, the surgeon observed that the trailing haptic had broken off and remained in the injector. Intervention was performed in order to enlarge the incision and remove and replace the damaged lens. A second crystalens was implanted successfully. According to the surgeon, the pt's current visual outcomes prognosis is good. Reference MDR 2031924-2010-00217.